Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), migraine ("migraines"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infections"). The patient was treated with surgery (she underwent a pelvic surgery). At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain lower, abdominal pain, migraine, fatigue, dyspareunia, vaginal discharge and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, intra-abdominal haemorrhage, migraine, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: on or about (B)(6) 2016, was determined that she required surgical intervention to address her complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.